Manufacturer narrative:
The device is not available for evaluation, therefore, a comprehensive investigation cannot be performed.

Event description:
The customer reported a transpac® IV trifurcated monitoring kit 60", 3 disposable transducers, 3 03 ml squeeze flush devices had a broken central venous pressure tubing. The patient involvement is unknown.